Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "joint laxity right total knee. Did poly swap." A 3x11 duracon ps insert was revised.